Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and compromised force sensor system during prime due to moisture damage on the force sensor resistor. Occlusion test and excessive no delivery alarm test were not performed due to the alarms. The motor was put through the motor test and it passed. The device was monitored for several days and no blank display anomaly noted. The device was received with normal operating currents. No damage was found on the lcd isolation tape noted. No unexpected battery our limit alarms noted. The device had cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the lcd window, cracked lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone, she was hospitalized due to high blood glucose over 600 mg/dl. Customer stated she was attempting to bolus for a meal and the device would fail. Customer was treated with 15 units of insulin and then later was hospitalized. Customer refused to stay at the hospital and signed release. Customer just got a presubscription for insulin and syringes. Customer stated the insulin pump seemed to restart and the device had a blank display. Customer was attempting to enter her carbohydrates device alarmed battery out limit and it seemed to reset on it own. Customer declined troubleshooting. Customer agreed to return the insulin pump for further analysis.